Manufacturer narrative:
Device received with missing end cap sticker noted. Device received a33 alarm during displacement test due to loose or protruded or flush drive support disk. Unable to perform prime or a33 test, excessive no delivery test and occlusion test due to a33 alarm.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was unknown. The customer stated that the drive support cap was flush. Customer troubleshooting was performed. Customer stated that the bubble sticker was missing. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.